Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that a shaft break occurred. A 2.75 x 28mm synergy xd drug eluting stent was selected for treatment. The synergy xd device delivery system kinked while in the artery. The synergy xd device delivery system was removed and it was observed that the device was broken. No patient complications were reported.